Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] for hyperglycemia. Release records were reviewed and the product lot met all acceptance criteria. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Patient reported that she was hospitalized. Her blood glucose level reached above 844 mg/dl and was diagnosed with high blood sugar. Patient tested negative for dka and infection. Patient was treated with saline drip and manual injections. Patient wore the pod under 4 hours. Patient noted that the pod was discarded at the hospital. (B)(6).